Manufacturer narrative:
(B)(4).

Event description:
The customer was sporadically receiving low results for ca2 calcium gen.2. The customer believed the low results had been occurring between the dates of (B)(6) 2017 -(B)(6) 2017. The calcium data for 17 patients was provided. Of the data provided, only 6 of the patients had discrepant calcium results. Patient 1 had an initial calcium result of 6.8 mg/dl with a data flag. The repeat result was 9.9 mg/dl. Patient 2 had an initial calcium result of 7.0 mg/dl with a data flag. The repeat result was 10.0 mg/dl. The repeat result from another sample tube was 9.5 mg/dl. Patient 3 had an initial calcium result of 6.8 mg/dl with a data flag. The repeat result was 8.3 mg/dl with a data flag. The testing was performed on (B)(6) 2017. Patient 4 had an initial calcium result of 5.1 mg/dl with a data flag. The repeat result was 9.5 mg/dl. The testing was performed on (B)(6) 2017. Patient 4 is a (B)(6) female. Patient 5 had an initial calcium result of 7.6 mg/dl. The repeat result was 10.0 mg/dl. The testing was performed on (B)(6) 2017. Patient 6 had an initial calcium result of 7.9 mg/dl. The repeat result was 9.7 mg/dl. The testing was performed during the week of (B)(6) 2017. This initial result was reported outside the laboratory. The patient was not adversely affected. Unless noted the initial results were not reported outside the laboratory. The repeat results were believed to be correct. There were no adverse events. The calcium reagent lot number is 238227. The expiration date was asked for but not provided. The customer replaced the reagent cassette and stated she had no additional questionable calcium results. All but one of the samples was prepared by a modular pre-analytics system (mpa). Information was requested, but could not be provided to identify which sample was manually prepared and loaded onto the analyzer. The field engineering specialist found the cell rinse mechanism was not functioning correctly due to a torn diaphragm in the vacuum pump. He replaced the torn diaphragm. He performed diagnostic checks which passed.

Manufacturer narrative:
After further investigation it was confirmed that the field engineering specialist initial findings were the root cause. The customer has confirmed that the field engineering specialist visit has resolved their issue and is no longer having problems with their calcium results.